Event description:
A review of service data detected a reportable event. During servicing of battery pack sn (B)(4) it was discovered that the battery pca programming was corrupted. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval the battery pca programming was corrupt. The root cause for the corrupt programming could not be positively identified. No adverse event occurred due to this failure. The last person to use this battery pack did not report any problems.